Event description:
It was reported that during a nephrostomy tube placement procedure, a radiopaque marker (ro) detached. The accustick ii introducer was advanced into the patient to the kidney. Due to prior tube placements, the tissue of the kidney was noted to be fibrotic and very difficult to cross through, resulting in a detachment of the ro marker of the accustick ii. The physician was not concerned with the location of the ro marker and opted to leave it where it was near the kidney. The procedure was completed with another accustick ii. No additional patient complications were reported and the patient's status was good.

Manufacturer narrative:
Age at time of event: 18 years or older. Event date: week of (B)(6) 2012. (B)(4). Device evaluated by MFR: it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).